Event description:
It was reported that during a routine clinic visit, this right atrial (ra) lead exhibited loss of capture (loc). A chest x ray imaging was performed which showed that this ra lead appeared to have dislodged. The physician decided to perform a lead revision procedure, where the ra lead was explanted and replaced successfully with a new lead. No additional adverse patient effects were reported. The lead is expected to return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found no abnormalities except for surgery related damage which is not considered abnormal and dried body fluid and tissue around the helix, which is normal for active fixation leads. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during a routine clinic visit, this right atrial (ra) lead exhibited loss of capture (loc). A chest x ray imaging was performed which showed that this ra lead appeared to have dislodged. The physician decided to perform a lead revision procedure, where the ra lead was explanted and replaced successfully with a new lead. No additional adverse patient effects were reported. The lead is expected to return.